Manufacturer narrative:
Product was received in the andover facility on 8/24/2007, however, the product was not sterilized. Product is being shipped to okc for processing and sterilization. When the evaluation is completed, a supplemental report will be forwarded.

Event description:
During a disc decompression procedure, the doctor attempted to remove and relocate the catheter into the pt's disc and then the catheter broke. The broken piece of the catheter was left inside the disc. The doctor does not plan to remove the piece of the catheter. There was no delay in the procedure.